Manufacturer narrative:
Approximate age of device:6 months 10 days. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was found dead in his home on monday (B)(6) 2018. The final autopsy report is still underway but the cause of death was likely a gastrointestinal hemorrhage. The device will not be returned as it is being held by risk management at the hospital. No additional information was reported.

Event description:
The account communicated that the patient had a history of gi ulcers. It was also communicated that diverticulitis and blood in stool was confirmed during the patient's autopsy.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. Review of the submitted log file which contained data from (B)(6) 2018 8:06am - 1:27pm revealed that the power ranged from 1.3-2.8w. Flow remained at 0 for the duration of the log file. 228 pi events were captured throughout the log file. Low speed advisories were captured at 8:14, 8:21, 8:32, 9:01, 9:10, and at 9:47. The patient appeared to have been connected to the mpu for much of the log file until being disconnected at 1:02pm and then again at 1:07pm. The system operated on the internal backup battery during these events until the driveline was disconnected at the end of the log file at 1:27pm. A specific cause for the captured events could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.